Manufacturer narrative:
The event was reported through a retrospective clinical trial. The event is considered serious and probably related to the therasphere administration. This patient with child-pough a6 at baseline has increased bilirubin (grade 2) before therasphere treatment was administered. The patient developed degradation of liver function with ascites, bilirubin increase to grade 3 and decreased albumin within 3 months. The clinical and biological data available is in accordance with reild (radioembolization induced liver disease). Ascites and reild are anticipated adverse event associated with therasphere. The outcome of the ascites is unresolved. No device malfunction was reported. The lot number associated with the therasphere administration was not reported therefore no investigation could be performed. If additional information becomes available, a follow up report will be submitted.

Event description:
On 28 may 2018, notification was received for a clinical study sae from the btg (B)(6) study ((B)(6): a (B)(6) retrospective global study evaluation in (B)(6)). A retrospective review of this patient's chart identified a serious adverse event following the administration of therasphere. Subject (B)(6) is a (B)(6) male patient enrolled in the target study, diagnosed with bilobar hcc in (B)(6) 2014 (etiologic association of liver cirrhosis and alcohol). (Right liver lobe lesion 1: 43 x 43 mm, right liver lobe lesion 2: 28 x 28 mm/ left liver lobe lesion: 39 x 39 mm - confirmed through CT scan) this patient had presence of portal hypertension, no ascites or encephalopathy, with a baseline bclc stage b. Splenomegaly was noted at screening. No relevant clinically significant medical history was reported and the patient had no disease related surgery. This patient was administered therasphere to the right liver lobe on (B)(6) 2015. The 1.71 gbq was the total activity administered with 0% residual activity, 0% lung shunt and 64.8% total perfused liver. Whole liver: volume 1410.4 cm3 / absorbed dose 58.9 gy. Absorbed dose to lungs: 0 gy. Total perfused liver: volume 914.3 cm3 / absorbed dose 90.8 gy. Total perfused tumor: volume 38.8 cm3 / absorbed dose 86.9 gy. Total perfused normal tissue: volume 875.5 cm3 / absorbed dose 90.8 gy. Whole liver normal tissue: 1371.6 cm3 / absorbed dose 59.0 gy. On (B)(6) 2015, the subject was diagnosed with grade 4 severe ascites. The second therasphere treatment was cancelled. The sae outcome is not resolved. The target principle investigator assessed the event as serious and probably related to the therasphere.